Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a burn at the base of the tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Isi followed up with the initial reporter and obtained the following additional information: there was no arcing noticed during the case, the burn wasn't noticed until after cleaning, so it is unknown where it occurred during the procedure. The davinci generator was used, settings were at 4/4/4. The case was completed robotically with no issues. And there is no video of the case.

Event description:
Refer to h11 for follow-up information.